Event description:
It was reported that pump display showed only backlight with no graphics, which affected customer¿s ability to see and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.